Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. The insulin pump received with cracked case on display window corners, minor scratches on lcd window, cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads.

Event description:
Customer reported that the act button on the insulin pump is unresponsive. She could not recall any significant event leading to the keypad issue. The blood glucose reading was 137 mg/dl. Customer is using her old insulin pump as back up plan. Nothing further was reported.